Event description:
It was reported the customer had cracks in their battery compartment, reservoir compartment, and lcd screen. The customer could not recall any significant events leading to the damage. Customer's blood glucose was 7.2 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.